Event description:
It was reported that prior to the implant attempt, the physician noted that the lead had no suture sleeve when it was initially opened. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was no anchoring sleeve on the lead.